Manufacturer narrative:
MFR preliminary comment: "transthoracic insertion" is an off-label use. A follow-up report will be filed if more info becomes available.

Event description:
It was reported the iab was inserted transthoracically. The chest was opened and bleeding. The iab migrated and repositioned. During chest closure a suture was placed through the iab. The iab was then replaced. The next day a rupture was suspected. As a result, the iab was exchanged. The pump was also sent to biomed as trace amounts of blood were found around the interface block. There was no blood identified in the water bottle. Refer to MDR# 1219856-2007-00036 and for 2nd event involving the same pt.